Event description:
It was reported that the bolt with the wing nut was broken. The retractor broke up into several parts. It was reported that the use of different techniques were detected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. The additional evaluation revealed that wing-nut screw was broken and the retractor was broken into several parts. The device for this complaint was examined through the appropriate pm and passed; with the following results. The screw with the wing-nut bolt is actually broken. The device was examined and the device history records reviewed and the retractor was manufactured within specifications. Unfortunately the exact cause of the problem cannot be identified. We can only suspect that a large mechanical load caused the device to break. This type of problem has been forwarded to the appropriate part of the product development center (for further investigation). Instructions for cleaning: only the ratchet part of the device (by pushing) should be dismantled for cleaning, the wing-nut drive does not need to be removed for cleaning. There were no defects found in the product.